Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed driveline fault alarms. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct relationship between the device and the reported right ventricular failure and fluid overload could not be conclusively determined through this evaluation. The submitted log file contained data from 18dec2019 to 30dec2019. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8200 rpm for the duration of the log file. The log file recorded an almost continuous driveline fault alarm throughout the log file. The driveline fault alarm appeared consistent with an attenuation of phase 3, which is redundantly supported by the red and orange wires. No additional atypical alarms were captured. The account reported that the patient was seen in the clinic due to frequent driveline fault alarms. The patient reportedly is not a surgical candidate due to right ventricular failure. The patient had a previous external driveline repair which did not solve the issue. The patient received IV diuresis for their right heart failure and volume overload. The patient was discharged home on blood pressure support medication and remains ongoing on vad support with no further issues reported. Right heart failure is listed as an adverse event that may be associated with the use of heartmate ii lvas. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms, including driveline fault alarms, and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Prior splice was reported under MFR# 2916596-2019-00244. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient with a known short-to-shield and percutaneous lead fracture was seen in clinic and complained of having frequent driveline fault alarms. Driveline faults were related to percutaneous lead fracture which reportedly appeared stable. Treatment included palliation for both percutaneous lead fracture as patient is not a surgical candidate. Prior splice (on (B)(6) 2019) did not resolve the issue. The patient developed right ventricular dysfunction which was not related to lvad. Rv failure for which she was currently admitted receiving IV diuresis and plan for discharge on home milrinone. No further information was reported.